Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was receiving 20mg/ml morphine at up to 7mg/day for non-malignant pain, and failed back surgery syndrome. It was reported that the patient was having some issues with their pump. It was stated the healthcare professional (hcp) did a catheter dye study and found that the catheter was broken and the hcp had been weaning the patient off their medication biweekly and recently increased to weekly. It was stated the hcp told the patient their catheter had been broken probably longer than they suspected. It was stated the patient just saw their hcp for the last decrease of medicine and stated the hcp shut the pump off but didn¿t use a code and the pump later started to critically alarm. There was not a low reservoir date on the telemetry print out. It was stated the print out stated the pump status was stop pump mode. The patient hadn't experienced any symptoms related to this. The sound was consistent with pump alarms. The patient stated it had been two days since it started alarming and they weren't due for a refill since they were weaning the patient off the pump and transferring them to oral meds. The pump alarm was silenced and it was stated the alarm was due to the pump being in stop pump mode for longer than 48 hours. It was reported that the tube set attention dialogue box was appearing as expected. The patient stated they never had good luck with the pump or relief that they could recall. The patient didn¿t remember the results of their trial. The patient stated they were having a trial injection on (B)(6) 2017 to see if they would get their pump replaced, but was thinking they may elect not to. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.